Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they tested the device before they use it, it could not clip and the clip fell off. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted a fully partially formed clip was lodged between the pusher and the tissue stop. A second fully formed clip was jammed between the cam and jaw legs. The instrument was partially applied with twelve clips remaining. The clip counter was no longer active. The jammed clips prevents the pusher from advancing the next clip. The formed clips were removed. The instrument was then applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. Therefore, this incident most likely occurred during test fire prior to clinical use. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.